Event description:
It was reported by service report that the power inlet was broken (missing one prong) and the scale was off by 10 lbs. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell. Power entry module.